Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation, a rotated heart, and restricted anterior and posterior leaflets for a mitraclip procedure. The mitraclip passed both of the efaa checks. During deployment after the release pin was removed, the arm positioner was opened to expose the groove and mandrel knob was turned 8 times. The clip opened to greater than 60 degrees, the leaflets remained within the clip however the mr returned to grade 4. The deployment process proceeded according to the IFU, pulling the mandrel knob, raising the grippers and withdrawing the handle. The clip remained stable on both leaflets. A secondary clip was considered for stabilization, but it was determined that a mitral valve replacement procedure would provide better results and the procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip was deployed/implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the information provided by the account, a cause for the reported clip opened while locked resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment due to the returned condition of the device (clip was deployed/implanted and therefore was not returned). A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the information provided by the account, a cause for the reported clip opened while locked resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.